Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non calcified unspecified vessel. A 1.20mm x 8mm emerge¿ balloon catheter was selected to predilate the lesion. During the first inflation for 10 seconds at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge catheter was received inside an emerge shelf box. There was contrast in the inflation lumen. There was blood in the balloon. There were numerous shaft kinks. Magnified inspection revealed a pinhole and scratch in the balloon wall adjacent to the distal edge of the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non calcified unspecified vessel. A 1.20mm x 8mm emerge¿ balloon catheter was selected to predilate the lesion. During the first inflation for 10 seconds at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).